Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they flushed patient's foley which caused an alert about the patient temperature was being erratic in an arctic sun device. Cleared alert and all was well, but device was beeping with no message on the screen. Had them press stop therapy, drain and power the device off and back on. Selected continue current patient and restarted therapy where they left off. It was advised to call back with any additional questions or concerns.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they flushed patient's foley which caused an alert about the patient temperature was being erratic in an arctic sun device. Cleared alert and all was well, but device was beeping with no message on the screen. Had them press stop therapy, drain and power the device off and back on. Selected continue current patient and restarted therapy where they left off. It was advised to call back with any additional questions or concerns.